Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- bilateral patient. Litigation papers allege patient developed pain subsequent to the surgeries and faced daily pain. It is also alleged he will have to eventually undergo revision surgeries. *update received 01/20/2014 ** - the complaint has been reopened because it was reported that the patient's right hip was revised on (B)(6) 2014 to address pain. Some metallosis was also found. The cobalt and chromium levels taken in (B)(6) 2013 were both .5. This complaint was updated 02/13/2014 **update received 5/19/14. The sales rep has reported the revision surgery for the left hip. Patient was revised to address pain, osteolysis and minimal trunionosis. *this complaint was updated on 6/9/14. Update: 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, the right hip revision operative note indicated pain, debris, and minimal trunnion corrosion. A pre-operative note indicated a loose hip, but there was no mention of loosening within the revision operative note. The left hip revision operation indicated pain and metallosis. There was no mention of the osteolysis or trunnionosis as previously stated. Lab levels indicate the metal ion levels are below 7ppb. The right hip stem will be added to the complaint. The complaint was updated:2/21/2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.